Manufacturer narrative:
(B)(4).

Event description:
It was reported that login was prompted during a sensor session. Data was provided for investigation. Confirmation of the complaint was unconfirmed via data. The probable cause could was undetermined via data. No injury or medical intervention was reported.